Manufacturer narrative:
No damage was noted to packaging. There was no issues noted when removing the device from the hoop. The device failed to cross the lesion. It was reported that the device broke in the guide catheter. The guide was kinked. When attempting to remove the balloon the catheter got caught. The detachment happened in the guide and the tip came off during the removal of the device from the guide catheter. No portion of device remains in patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the transition shaft 5.4cm distal to the proximal end of the transition shaft. There was 11.6cm of the core wire was exposed. The transition shaft was stretched and kinked. The transition shaft material was jagged on both sides of the detachment site. Deformation was evident to the distal tip, there was no detachment of the tip material. The balloon folds were expanded; inflation had been performed. The balloon bond appeared necked. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use an nc euphora rx ptca balloon catheter was been used to treat a lesion. It was reported that the device broke in the guide catheter and failed to cross the lesion. There is no patient injury reported.